Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device, as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows that the device was properly manufactured and released in accordance with the device master record. The review confirms that there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the afx2, limb ischemia, and additional endovascular procedures (left common femoral artery endarterectomy and embolectomy) are confirmed. This is consistent with the reported adverse event/incident. The complaint is most likely user and anatomy-related. The abdominal aortic aneurysm was 4 cm, and the patient had symptomatic aortoiliac occlusive disease with thickened calcifications in the aorta and iliac (off-label and cautionary product use conditions). The left iliac distal diameter was 5.6mm (off-label should be 10-23mm). All of the above most likely contributed to the reported event. No procedure-related harms for this complaint were identified. The final patient status was reported as discharged home on postoperative day four (4) with home health care. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. G3 awareness date: h6 investigation type code; remove 4117 h6 investigation finding codes; remove 3233 h6 investigation conclusion codes; remove 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and an afx vela suprarenal proximal extension. Approximately five (5) days post initial procedure, the patient presented with lower limb ischemia. The physician elected to treat the patient via a left common femoral artery endarterectomy and embolectomy on (B)(6) 2023. No additional information is currently available regarding this initial report.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. H3 other text : devices remain implnted.